Event description:
Patient was admitted to hosp on 10/8/93 with fractured hip. A plate and sliding screw was used to stabilize fracture. The sliding part of the screw did not slide and the physician reports it was coroded upon removal (7/18/95) because of the non-slide by the device. The patient has one leg about 1" longer than the other.